Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The duodenoscope was received by pentax medical on 10/06/2015 for evaluation. The pentax service inspection findings included the following: insertion tube severe crush at stage 3; passed wet/dry leak tests; bending rubber glue cracking at insertion tube side; objective lens glue worn; elevator body sticking; umbilical cable single buckled under pve root brace; umbilical cable bump at pve side; light carrying bundle distal cover glass middle chipped; air/water nozzle glue worn; primary operation channel resistance. Repairs were performed on the duodenoscope involved in the event, which included replacement of the following components: air/water tube; deflector operating wire; operation channel; adjusting collar; bending rubber; segment attaching screw; distal case/cap; distal case attaching screw; segment assay attaching screw; staycoil collar; segment staycoil assy imp-c/pb-free; r/l and u/d pulley assy; air/water supply tube lg; air/water socket; light guide cable; insulation ring assy; biopsy inlet t-piece; o-ring; insertion flexible tube; lcb distal cover; deflector lever attaching nut. The device was shipped back to the facility on 11/09/2015. A device history review was performed on 10/22/2015 confirming the duodenoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The pentax regional service manager visited the facility during november 3-6, 2015 to observe the reprocessing technique followed at the facility. During the visit, the service manager learned that ercp scopes at this facility can be in use for one to four hours during a procedure, and even though they are tagged so they get immediate attention when they are brought into the reprocessing room, the bio-load has been in and on the scopes long enough to adhere to the channel walls or any other surface of the duodenoscope. During the observation of the reprocessing technique, the service manager realized that the reprocessing technicians were not using the purge function button on the custom ultrasonics wash sinks. The service manager stated the purge function, as part of the manual endoscope cleaning process, allows warm enzymatic soap to flow through all of the lumens (especially the biopsy channel) of the endoscopes, and performing this function has a significant outcome toward getting patient debris cleaned from the channel. After this observation was brought to the facility's processing coordinator's attention, the vendor for custom ultrasonics ((B)(4)) was contacted, confirmed with the processing coordinator that the purge function must be used for reprocessing all endoscopes and ensured that all sink components were at full capacity and in working order. Additional information was received from the processing coordinator on 11/12/2015 stating "processing team is taking extra precautionary processing measures with all duodenoscopes. Duodenoscopes are now being placed in the steris machine which is a form of liquid sterilization. This is in addition to the post procedure pre-cleaning in room; the manual sink cleaning; the aer cleaning and opa high level disinfectant cycle. Purging has again been re-introduced as part of the manual scope cleaning process. All technicians have been re-trained/educated to ensure this step is completed." No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, pentax medical received a customer report stating video duodenoscope model ed-3490tk/serial (B)(4) tested positive for blood via the health mark industries channel check process. The date of testing was (B)(6) 2015. Previous communication with the facility confirmed that every duodenoscope is tested for carbohydrates, protein, and blood prior to being used in a patient care setting (refer to MDR# 2518897-2015-00025), as a risk mitigation step.